Event description:
The distributor reported that the skull clamp slipped during a neuro surgery. Further information was requested from the distributor but to date no additional information was received.

Manufacturer narrative:
An investigation wa conducted on the returned skull clamp. The 80# torque knob was tested in specification; the swivel base had lateral and rotational movement in the locked position, and the large starburst threads were crossed. It was tested under pressure (properly positioned, adjusted and locked) and the reported problem could not be duplicated. Upon disassembly, the internal component of the swivel lock assembly had a heavy residue build-up on them. The device is in need of general maintenance.